Manufacturer narrative:
The reported failure of an oxygen blending module issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy o2 ventilator was returned to the manufacturer for service due to a device alarming "ventilator service required" during night-time use on a patient. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the communication between host and obm (oxygen blending module) being lost. The device's oxygen blending module board and interface board was replaced to address the issue. Periodic maintenance was performed and run in tests and cleaning confirmed the unit operated properly.